Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: during a response to a voice of the customer survey, this patient reported discontinuing peritoneal dialysis due to a serious infection. No further information was provided. Attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was referring to in the survey response. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No sap shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available. The complaint sample is not available for evaluation and no device history record review was performed since the lot number is unknown and no information was found on the sap system. The alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.